Event description:
The handle on the mics/array wrench became loose upon disassembling the arrays. Case type: tka. Surgical delay : yes > 30 minutes.

Manufacturer narrative:
Customer reported that the handle on the mics/array wrench became loose upon disassembling the arrays. Device evaluation and results: device evaluation was performed and the square screwdriver event was confirmed. Device history review: review of the device history records indicate 130 devices were received and accepted into final stock on 08-21-2018 with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the square screwdriver. There have been 16 other events for the referenced lot number. The parts from these prs displayed the same failure. Conclusions: the square screwdriver showed the masterbond that holds the shaft and handle cracked.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The handle on the mics/array wrench became loose upon disassembling the arrays. Case type: tka. Surgical delay: yes > 30 minutes.